Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer reported that the tubing was leaking near the male luer, and returned one used sample of material #10010453. The sample was primed with water and was leaking from the tubing to male luer connection, verifying the complaint. The connection was fully separated to investigate the tubing and luer separately. Visual analysis under the microscope found traces of solvent, but not fully distributed across the connection. No other failure modes were observed. A device history record review could not be performed on model 10010453 because a valid lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the root cause is insufficient solvent applied during the assembly process. No other failure modes were observed.

Event description:
It was reported that tpn fluid leaked from the bd alaris¿ pump module smartsite¿ low sorbing infusion set near the luer-lock collar. The following information was provided by the initial reporter: "tpn fluid leaking from the tubing itself near the luer lock collar.¿